Event description:
Pt on ventilator. Rt giving treatment. Vent went blank and shut down. Pt removed from ventilator and bagged. Ventilator turned off and on several times. Ventilator recalibrated and then began to work. Pt changed to another ventilator.